Manufacturer narrative:
Conclusion: the reported high impedance and auto reducing was not confirmed. The lead was returned cut in 2 segments as a consequence of the explant procedure. Visual inspection showed a kink in the terminal end segment where and the wires were broken and pulled from the lead body segment. As it was reported only one lead showed high impedance prior to explant, it could not be definitively determined if the broken were occurred prior or during the explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number:number1627487-2020-31246. Additional information received that the patients leads and ipg were replaced on (B)(6) 2020. Reportedly effective therapy was restored.

Manufacturer narrative:
Event and therapy date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-21590. It was reported that the patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. Diagnostics revealed high impedances in one lead contacts and x-rays were normal. Reprogramming was unable to provide effective therapy. As a result, patient may be awaiting surgical intervention to address the issue.